Manufacturer narrative:
Correction: h4 plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that an air detected in cassette has occurred multiple times for the last 3 nights. Fluid was seen on the cart two nights ago during an unknown phase of treatment. Fluid was not seen on or around the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred halfway through pd treatment during a drain phase. The patient confirmed that there were no solution bag leaks found. The patient stated inside of the cycler door was damp as well as the domes on the cassette during treatment earlier in the week. (Date unknown) the previous treatments had the air detected in cassette alarms without fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that an air detected in cassette has occurred multiple times for the last 3 nights. Fluid was seen on the cart two nights ago during an unknown phase of treatment. Fluid was not seen on or around the cycler. Fluid was not discovered in the pump module area or on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported fluid leak event occurred halfway through pd treatment during a drain phase. The patient confirmed that there were no solution bag leaks found. The patient stated inside of the cycler door was damp as well as the domes on the cassette during treatment earlier in the week. (Date unknown) the previous treatments had the air detected in cassette alarms without fluid leaks. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler. The patient confirmed that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.